Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were not able to transfer the destination sheath with the dilator into the puncture site. The sheath could not be pushed forward as there was a block somewhere. Another rsr01 was used and worked well. There was no patient harm. There was no risk of serious injury as the device was replaced for treatment as intended. Additional information was received on 04mar2020. The procedure was a simple percutaneous transluminal angioplasty (pta) via contralateral approach. The patient was stable and not harmed. The sheath was not in the body as the blockage occurred at the skin level.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 45cm 6fr destination sheath was returned for product evaluation. The sheath was returned mated with the dilator. No other accessory components were returned. Visual inspection revealed that the tip of the sheath was found to be damaged. Microscopy confirmed that the sheath tip was wrinkled and there was a significant amount of buckling. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that difficulties at the point of insertion due to scar tissue, calcification, or a combination of these may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.